Event description:
It was reported by (B)(6) that a pt underwent a diagnostic peripheral catheterization procedure. The date of procedure was reported as unk. Access was obtained at the superficial femoral artery via a 5f sheath (model unk). A pre-procedure femoral angiogram revealed mild pvd in the vicinity of the access site. Following the procedure, the physician who is a trained user of the mynx, chose the mynx cadence vascular closure device 5f to close the access site. It was reported that the physician attempted to use the device on the pt, but the balloon lost pressure as the physician was pulling back to arteriotomy after the first stop. The physician did not exert unusual force while shuttling down or while retracting the sheath. The physician attempted to use a second device after the first device lost pressure. The second device also lost pressure. The second device was removed and the physician converted the pt to 10 minutes of manual compression. The pt was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. See medwatch report 3004939290-2012-00073 for the first device used in this procedure.